Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
A correction of field# g3: date received by mfg were required based on internal evaluation: previous date received by mfg: 02/23/2024. Corrected date received by mfg: 09/05/2024.

Manufacturer narrative:
According to our field service engineer's on-site investigation, the faulty part was located to the turbine module and that it needs to be replaced. Further information was provided that the customer did not accept the quotation to replace the defective turbine. The device logs were not provided. The root cause of the reported issue has not been established by this investigation. No further issues have been reported after the reported event.

Event description:
Manufacturer's ref: # (B)(4).